Manufacturer narrative:
The sample is not available for evaluation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was originally settled (B)(6) 2012, at night without problem. The catheter was changed on (B)(6) 2012. Inflammatory pain with an indurated mass at the puncture wound in the right forearm in a patient of (B)(6) years with an infusion of polyionic g5%. The patient pulled the catheter (B)(6) 2012. Highlighted in the (B)(6) 2012, doppler of the catheter at the painful superficial vein. Deep veins and muscles of the right forearms are normally permeable. It was not possible to specify the exact timing between the pulling of the catheter and inflammation at the puncture because the patient had memory problems. Surgical opinion on (B)(6) was received; the broken catheter was not removed due to the disappearance of inflammation and pain in the forearm since (B)(6). The patient was released (B)(6) 2012.